Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6: codes: health effect - clinical code problem code: e2304 chills/ code not available. H6: codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2026, the patient inserted a new sensor. Following the warm-up period, the continuous glucose monitor (cgm) reportedly entered a signal loss state. At the time, the patient was using the dexcom mobile application in conjunction with a betabionics ilet insulin pump. The patient reported waiting approximately two hours for the signal to return; no fingerstick blood glucose (bg) measurement was performed during this time. During the signal loss period, the patient began experiencing body pain, vomiting, nausea, weakness, fatigue, and chills. The patient decided to replace the sensor, and while waiting for the new sensor¿s warm-up period to complete, her symptoms persisted. The patient¿s brother subsequently transported her to the emergency department. At the hospital, the new sensor began displaying cgm values, and bg testing was performed; however, the patient was unable to recall the specific values. The patient was diagnosed with diabetic ketoacidosis (dka) and was transferred to the intensive care unit (ICU). She was treated with an intravenous insulin drip and was discharged after three days of hospitalization. At the time of the report, the patient stated that she was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/01/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 8:03 am with transmitter/wearable serial number (B)(6). The sensor session lasted 4 hours and ended due to a transmitter error on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.